Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On (B)(6) 2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a procedure, a site's imaging system spin would not complete. The imaging system stopped and made a clunking sound then would not provide any exposures. Re-booting the imaging system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).